Event description:
It was reported that the patient's generator was replaced due to battery depletion (near end of service/end of service - yes). The generator was received by the manufacturer and underwent analysis. Product analysis was completed on the returned generator. The generator was received in end of service condition. Visual analysis of the generator showed contaminates on the trimmed edge of the pcba. The generator failed multiple electrical tests. After the contaminates were removed, the generator performed according to the electrical test. The observed conductive debris suggests probable current leakage paths that led to premature depletion. Per a review of the manufacturer's device history records, the generator passed final quality and functional specifications prior to release. The generator was laser-routed. From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion.